Event description:
Leaking 12 inch extension at junction where IV clave attaches. Has occurred more than 20 times with various patients. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: a41.9.